Event description:
Procedure type: CABG. According to the reporter: the suture broke while tying a knot. Customer states the suture was different from the usual to the touch. For recovery, tissue was additionally resected and re-anastomosed with another. Pt status is o.k. And no other pt info is available. Operating time was extended less than 30 minutes. Bleeding amount was estimated under 200cc. Nothing fell into the pt's cavity.

Manufacturer narrative:
Date of initial report sent: 09/29/2009.